Manufacturer narrative:
Visual analysis of the photographs identified: crease folding f implant: observe crease on the device. - capsular contracture: unable to observe as it is a medical event that is not related to the device. -cyst-ndr: not applicable as the event is not related to the device -varied injuries: not applicable as the event is not related to the device it is not possible to determine the lot number or catalog through the photos provided. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional reported right capsular contracture baker grade IV and "numerous folds on the surface". Healthcare professional also reported right "microcysts" and "ductal dilations" both non device related. The device has been explanted and replaced.

Event description:
Healthcare professional reported right capsular contracture baker grade IV and "numerous folds on the surface". Healthcare professional also reported right "microcysts" and "ductal dilations" both non device related. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to confirm as it is a medical event not related to the device. ¿ crease/folding of implant: unable to confirm as it is a medical event not related to the device. ¿ cyst-ndr: unable to confirm as it is a medical event not related to the device. ¿ varied injuries-ndr: unable to confirm as it is a medical event not related to the device. Additional observations: ¿ crease fold observed in the device. ¿ deformation observed in the device. ¿ wear abrasion observed in the device. ¿ yellow biological tissue observed in the surface of the device.

Event description:
Healthcare professional reported right capsular contracture baker grade IV and "numerous folds on the surface". Healthcare professional also reported right "microcysts" and "ductal dilations" both non device related. The device has been explanted and replaced.

Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203 - imaging required and f2201 biopsy. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.